Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive, as the pump would not turn on when plugged into a power source. The customer's blood glucose (bg) was 198 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.